Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition. This report is made based on results of investigation completed on 01-oct-2018.